Manufacturer narrative:
The reported field event of possible output circuit damage was confirmed in the laboratory. Shorted output stage damage was detected during analysis. The cause of the field event was due to a damaged capacitor or a connection issue between the capacitor and the hybrid. When a new capacitor was installed, the device functioned normally when tested using automated test equipment.

Event description:
It was reported that via merlin.net, possible output circuit damage was observed. The device was explanted.

Manufacturer narrative:
No medwatch form was received.